Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain cycle five) alarm was identified in the log. The alarm occurred on (B)(6) 2012 at 07:34:05. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The root cause could not be identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.